Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing and one-way valve were also returned. Two kinks were found on the catheter tubing approximately 39.1cm and 41.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated kinks in the catheter tubing. We are unable to determine when the kinks occurred, however the kinks found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation and deflation on the pump. Although we did not repeat the autofill alarm in the laboratory setting, a kink in the catheter can also cause an alarm. The evaluation confirmed the reported difficult inflation and deflation. The reported leak could not be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an auto-fill failure alarm and the iab would not inflate or deflate properly. Suspecting a leak, the customer replaced the iab with a new one. The next day, the same issue occurred so the iab was removed and replaced with a third iab to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.